Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 619 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, assistance was required by an hcp and recommendation was made to consult with a healthcare provider regarding diabetes management as it was considered life threatening. The hcp sent her in some lantus.